Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The fault ID could not be confirmed as the customer had already reset the device. The pump was replaced to resolve the issue, and the customer will use current pump or multiple daily injections (mdi) for insulin therapy until the replacement arrives.